Event description:
It was reported that the spider was slipping. No backup was available. No patient injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a whitish blue powdery substance was found within the bimba tube housing. A whitish blue residue was also found on the outside of the bimba tube and within the inner wall of the bimba tube housing. It was also noted that a foot pedal that was not manufactured by smith and nephew was connected to the unit. The unapproved foot pedal was removed and replaced with an approved and functional smith and nephew spider 1 foot pedal. A functional evaluation revealed a failure of the 50 pound load test. A piston migration was performed and a measurement of 2.8 inches was noted. This measurement is indicative of hydraulic fluid loss. The distal joint was disassembled and wear striations were observed on the distal piston rubber seals. The complaint was confirmed and the root cause is determined to be loss of hydraulic fluid caused by worn distal piston seals. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.